Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that on the night of(B)(6) 2019, he was feeling nervous and shaky. A fingerstick reading was taken and the blood glucose meter (bg) read 38 mg/dl while the continuous glucose meter (cgm) read 240 mg/dl. Patient consumed a small bottle of coke which brought his blood glucose level back to normal. No further medical intervention was required. At the time of contact, the patient was well again. The reported allegation falls within the e zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.